Manufacturer narrative:
The local area field representative was contacted for additional information. It was reported that prior to implant the patient had presented to the hospital with asystole. An emergent temporary pacer was implanted, later that day this pacemaker was implanted. The patient was pronounced late in the evening the following day. There were no allegations against device functionality. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker expired two days post implant. There were no reported complications from the implant procedure or allegations against device functionality.